Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump received with keypad overlay peeling, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a button cover that was coming off the front. The customer stated that she wore her insulin pump inside her bra. Advised customer that this could cause the insulin pump to become very hot. The customer's blood glucose was 2.6 mmol/l. Advised that a replacement insulin pump would be sent. Advised customer to speak with her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.